Manufacturer narrative:
Additional information: incision had not been made when the issue was found and use of system aborted.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system had a collimator error occur and would not progress past the initialization prompt. Re-homing the imaging system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.